Event description:
During the removal of an adaptor from the jejunostomy (jt), thesmall tip broke off in the white jt piece. The jt remained open without restriction, however, but it was very difficult to remove. Finally, it was removed with hooked tweezers. When I was informed that this happened, interventional radiology was notified for a potential replacement. By removing the tip, potential risks were avoided that are associated with replacing this gastrostromy-jejunal tube(gj).